Event description:
As reported, during pre-operative tube flushing, the 6f .070 al.75 100cm vista brite tip revealed that the tail end of the guideline tube was chipped open. There was no reported injury to the patient. The device will be returned for flushing.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during pre-operative tube flushing, the 6f .070 al.75 100cm vista brite tip revealed that the tail end of the guideline tube was chipped open. The device was not used in the patient, and the case was completed by changing to a new catheter. There was no reported injury to the patient. The device was stored, handled, and prepped according to the instructions for use (IFU). There was no damage to the packaging. The product was stored in the lab as per the lab's storage requirements. No other anomalies were noted when the device was taken out of the package. One non-sterile unit identified as "6f .070 al.75 100cm" was received for analysis in a plastic bag. During visual inspection, significant kinks/bends were noted along the catheter body at approximately the following locations: 9.0 cm, 23.5 cm, 33.0 cm, 50.8 cm, 51.8 cm, 53.4 cm, 54.4 cm, 61.0 cm, 73.0 cm, 82.8 cm, 85.2 cm, 88.3 cm, 90.5 cm, and 95.5 cm. Additionally, a noticeable crack was identified on the hub. Dimensional analysis was conducted to verify the outer diameter (od) and inner diameter (ID) of the guiding catheter. Measurements taken near the kinked/bent areas confirmed that the catheter dimensions were within specification. Functional analysis involved flushing the catheter, revealing a leak at the hub. Additionally, air ingress was observed during syringe aspiration. Microscopic examination of the hub using a vision system provided an amplified view of the crack initially observed. Under microscopic inspection, the crack was found to originate at the top of the hub and extends along the luer hub body. The reported, "luer hub~cracked," was confirmed. The cause of the observed damage could not be conclusively determined during analysis. Users are trained to inspect the device for damage prior to and during use and instructed not to use products exhibiting any signs of damage. Safety information provided in the product labeling explicitly informs users of associated risks. According to the instructions for use (IFU), though not intended as a risk mitigation measure, users are instructed: "store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace it with an undamaged guiding catheter." Based on the analysis performed and available information, the exact cause of the luer hub crack remains undetermined but may be related to the manufacturing process. An investigation has been initiated to further evaluate potential root causes. No additional actions will be taken at this time.

Event description:
As reported, during pre-operative tube flushing, the 6f .070 al.75 100cm vista brite tip revealed that the tail end of the guideline tube was chipped open. The device was not used in the patient, and the case was completed by changing to a new catheter. There was no reported injury to the patient. The device was stored, handled, and prepped according to the instructions for use (IFU). There was no damage to the packaging. The product was stored in the lab as per the lab's storage requirements. No other anomalies were noted when the device was taken out of the package. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during pre-operative tube flushing, the 6f .070 al.75 100cm vista brite tip revealed that the tail end of the guideline tube was chipped open. The device was not used in the patient, and the case was completed by changing to a new catheter. There was no reported injury to the patient. The device was stored, handled, and prepped according to the instructions for use (IFU). There was no damage to the packaging. The product was stored in the lab as per the lab's storage requirements. No other anomalies were noted when the device was taken out of the package. The device will be returned for evaluation.